Event description:
It was reported that the pump shut off unexpectedly and the pump time was incorrect. Customer confirmed pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected shutdown issue was verified, but the settings issue could not be verified.